Event description:
It was reported that during a transurethral microwave treatment procedure, the inflation luer lock leaked. The physician inserted the catheter and about 1-2 minutes into the procedure, the catheter started to migrate. An ultrasound was preformed again to confirm the location balloon; however, the location balloon could not be confirmed. The catheter was removed and re-examined, however, no failure was noticed. The catheter was re-inserted and verification of the location balloon was confirmed by ultrasound. However, about 1 minute into the procedure, a leak was noticed in the inflation luer lock. The procedure was then aborted as the patient was very anxious and could not tolerate the treatment. It is noted that the patient was premedicated with ativan, lidocaine, demerol, and a prostate block was performed. Physician stated that patient will be treated by a transurethral resection of the prostate (turp). No patient injuries or complications were reported. The patient status is reported as fine.

Manufacturer narrative:
The catheter was returned for analysis. The balloon was inflated with 10 cc of ambient water. Upon inflation, a steady leak was confirmed from the inflation luer lock. The device history record was reviewed. All manufacturing and quality assurance testing was carried out in accordance with standard procedures. The device history record for this product met its specifications at the time of release. It is noted that the labeling requires that the location balloon be checked prior to use, after insertion at the bladder neck and every 5-10 minutes during treatment. The leak was confirmed, however, the root cause of the event is unknown.